Manufacturer narrative:
The investigation is ongoing.

Event description:
The user received questionable elecsys vitamin d assay results on a cobas 8000 e 801 module. The same patient samples were used and the repeat testing was processed on a second cobas 8000 e 801 module. On (B)(6) 2021 at 2:39 pm, sample 1 had an initial result of >300 ng/ml. The repeat result on (B)(6) 2021 at 2:04 pm was 80 ng/ml. On (B)(6) 2021 at 2:16 pm, sample 2 had an initial result of >300 ng/ml. The repeat result on (B)(6) 2021 at 1:35 pm was 114 ng/ml. It was reported that these questionable results were corrected before they were seen by the doctors. The user then set up a temporary rule that all results with a value of >200 ng/ml should be rerun. On (B)(6) 2021 at 10:49 am, sample 3 had an initial result of >300 ng/ml. The repeat result on (B)(6) 2021 at 4:55 pm was 72 ng/ml. On (B)(6) 2021 at 3:05 pm, sample 4 had an initial result of 210 ng/ml. The repeat result on (B)(6) 2021 at 4:08 pm was 34 ng/ml. On (B)(6) 2021 at 12:23 pm, sample 5 had an initial result of 258 ng/ml. The repeat result on 1(B)(6) 2021 at 1:51 pm was 89 ng/ml. On (B)(6) 2021, the field service engineer noted that the camera adjustment and the active gripper wheels were not closing properly. The sipper nozzle 1 was also noted to be producing bubbles after washing. He then replaced the gripper, sipper nozzle 1 and the cleaning bath station. The gripper was noted to be functioning properly. No questionable results were noted until a few days after service. On (B)(6) 2021 at 12:31, sample 7 had an initial result of >300 ng/ml. The repeat result on the second analyzer on (B)(6) 2021 at 1:01 pm was 100 ng/ml. The repeat result from the first analyzer on (B)(6) 2021 at 1:11 pm was 85 mg/dl. On (B)(6) 2021 at 11:04, sample 8 had an initial result of 224 ng/ml. The repeat result on (B)(6) 2021 at 12:45 was 51 ng/ml. The reagent lot number is 52530901. The expiration date was asked but not provided.

Manufacturer narrative:
After the bead mixer was adjusted and the bead mixer wash station was cleaned by the field service engineer, no further issues were reported by the customer. The customer has stopped performing automatic reruns for vitamin d results greater than 200 ng/ml. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer inspected the instrument and found the bead mixer to be slightly bent, causing spills around the bead mixer wash station. He then replaced this part. On (B)(6) 2021 at 2:48 pm, sample 1(B)(6) had an initial result of 251 ng/ml from the reported analyzer. The repeat result at 4:32 pm from their other analyzer was 68 ng/ml. The investigation is ongoing.